Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the allegedly, patient had the catheterization a month ago and supposedly, the catheterization was conducted by blind method under the elbow. On july 18, the patient allegedly found in the bath that the catheter was broken and reportedly fell into the body at the strain relief sleeve connection and supposedly, only the strain relief sleeve was reportedly left outside the body. It was said that, when the situation was observed, immediately went to the hospital for treatment. The hospital supposedly removed the catheter by snare. It is said that, currently the patient was in normal condition.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were evident. The catheter was received separated from the assembled two-piece connector. A nearly completely circumferential break was observed in the distal connector segment, just proximal of the tip of the connector cannula. Abundant mechanical damage was evident throughout the distal connector segment. Microscopic inspection of the proximal end of the catheter revealed striations typical of a sharp instrument cut. Inspection of the damaged connector also revealed abundant striations, suggesting use of a ground metal instrument was made to cut the connector. The connector damage occurred after the catheter was removed from the connector. Disassembly of the two-piece connector revealed that no catheter fragments remained inside the connector. Tactile inspection of the sample revealed severe tensile weakness near the proximal end of the catheter. The severity of the tensile weakness suggested that the catheter was likely subjected to multiple pulling events, eventually leading to the observed detachment of the catheter from the two-piece connector. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the allegedly, patient had the catheterization a month ago and supposedly, the catheterization was conducted by blind method under the elbow. On (B)(6) the patient allegedly found in the bath that the catheter was broken and reportedly fell into the body at the strain relief sleeve connection and supposedly, only the strain relief sleeve was reportedly left outside the body. It was said that, when the situation was observed, immediately went to the hospital for treatment. The hospital supposedly removed the catheter by snare. It is said that, currently the patient was in normal condition.